Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Currently the recipient has a five channels map and will be monitored by the clinic.

Event description:
Clinic reported a progressive loss of channels due to high and fluctuating impedances. Prior to the appointment on (B)(6) 2020 the user noticed no detriment in sound quality with the device.

Event description:
A progressive loss of channels due to high and fluctuating impedances had been reported. Prior to the appointment on (B)(6) 2020 the recipient noticed no detriment in sound quality with the device. The recipient was re-implanted on (B)(6) 2021 with a new device.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition a cholesteatoma was seen during device removal in the mastoid cavity, which might have contributed to the mobility issues. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Clinic reports a progressive loss of channels due to high and fluctuating impedances. Prior to the appointment on (B)(6) 2020 the user has noticed no detriment in sound quality.